Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative hcg results. Patient was (B)(6) pregnant. Patient had surgery, cat scan and a chest x-ray that day. Test was read at 3 minutes. No sample remains. Unknown if first morning sample was used or the color/clarity of the urine. Quant not done.